Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1466416) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that in the early morning or (B)(6) 2014 he was experiencing slurred speech and was having difficulty swallowing so he checked his glucose using his adc blood glucose meter and received the following results: 97 mg/dl at 5:57 am and 222 mg/dl at 6:03 am. The readings when plotted on a parkes error grid fell into the "b" zone showing the difference in values to be clinically insignificant. Customer then called the paramedics and upon arrival, they received a reading of 59 mg/dl on their unspecified meter, reportedly "less than six minutes after the last adc result was obtained". Customer was treated on the scene with glucose via intravenous infusion. There was no report of death or permanent injury associated with this event.